Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's system board will be replaced to address the issues. Device has been evaluated but not repaired, pending customer approval of the estimate.